Event description:
It was reported that bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g was unable to deliver insulin/medication and unable or difficult to prime an unspecified number of times. Product defects were noted during use. The following information was provided by the initial reporter: material no. 320122 batch no. 9268398 verbatim: companion of consumer reported needle clog during injections. Stated some of the injections are also painful. Stated she also found 5 pen needles from this box that have a burr at the needle tip, like the needle tip is bent. Date of event: unknown

Manufacturer narrative:
H.6. Investigation summary customer returned (6) open 4mm, 32g pen needles without the tear drop label. Customer states that the needle clogged during the injection, some of the injections are painful, and pen needles have a burr at the needle tip like the needle is bent. All returned pen needles were examined and one sample exhibited a bent non patient end of the cannula. All remaining samples were tested and all were able to expel properly. Also, one sample exhibited a bent patient end of the cannula. All samples were also tested for point geometry, lube, and cannula od. The following was observed (specs: outer diameter for 32g: 0.0090¿-0.0095¿): data: point outer diameter (in) lube sample 1 good, 0.0093, good, sample 2 good, 0.0091, good, sample 3 good, 0.0092, good, sample 4 good, 0.0092, good, sample 5 good, 0.0093, good, sample 6 good, 0.0092, good, a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications based on the samples received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent patient and non patient end of the cannula). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (burr and pain). Root cause description user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen h3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g was unable to deliver insulin/medication and unable or difficult to prime an unspecified number of times. Product defects were noted during use. The following information was provided by the initial reporter: material no. 320122 batch no. 9268398. Verbatim: companion of consumer reported needle clog during injections. Stated some of the injections are also painful. Stated she also found 5 pen needles from this box that have a burr at the needle tip, like the needle tip is bent. Date of event: unknown.